Event description:
It was reported that the occlusion balloon catheter leaked upon initial inflation while in the patient. The balloon was safely removed without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that balloon catheter shaft was blocked/ occluded with solidified contrast media. The distal end of the balloon catheter was cut in an attempt to inflate the balloon. The balloon was inflated and a leak was noted to the distal end of the balloon. It is likely that procedural factors contributed to the reported and observed leak and to the observed occlusion limiting the performance of the device. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the occlusion balloon catheter leaked upon initial inflation while in the patient. The balloon was safely removed without clinical consequences to the patient.